Event description:
['Si-bone cannulated impactor'] tip broke off while surgeon was using it [under c-arm viewing], surgeon immediately removed all pieces of broken item from patient. Surgeon completed another check under x-ray viewing as well as visual to verify all parts removed. Broken items placed in specimen bag and held for operating room manager.